Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms and low voltage advisory alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller serial number: (B)(6) the submitted log file and the log file downloaded from the returned system controller contained approximately 4 days of data combined (27nov2021 ¿ 01dec2021 per the timestamp). Atypical power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or regular battery depletion activated throughout the log files due to the relative state of charge (rsoc) voltage on the white power cable fluctuating below the low voltage threshold and dropping to approximately 0 v while connected to a 14v battery; the alarms resolved shortly after activating each time. The driveline was disconnected on 01dec2021 at 11:15:58 to exchange the controller. There were no other notable alarms throughout the log files. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables did not reveal any issues that would have resulted in the reported alarms. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 04feb2020. The heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and the heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the site sent in log files with concerns that the patient had low voltage advisory alarms when they were connected to the power module. The log file contained atypical power cable disconnects while the patient was on battery power. Technical services recommended interrogating the batteries and clips and to replace them as needed. They also advised that power cable disconnects should not occur on the power module, and if they do the controller may be at fault. The site exchanged the controller on (B)(6) 2021.